Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/24/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 7/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round high profile 310cc saline prosthesis, catalog: 3503310, serial number: (B)(4), lot: 6572557 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round high profile 310cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure via palpation and visual examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 420cc saline prostheses on (B)(6) 2018; catalog # 3503380, s/ns (B)(4). Anterior, inferior, medial, and lateral capsulotomy was performed on both breasts. It was noted the patient tolerated the procedure well.

Manufacturer narrative:
Device evaluation summary: two devices were received at mentor. Device a returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 2.5 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Meanwhile, the device b returned without fluid as well. No foreign material was observed within the device or on the shell surface. The product evaluation team noticed two rents. Rent a measuring approximately 0.6 cm and rent b 0.7 cm; all located at the anterior aspect. Microscopic examination of the edges of the rents gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) for the lot number 6572557 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).